Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 51 colony forming units (cfus) of pseudomonas aeruginosa and klebsiella species. The biopsy port and suction channels were sampled. The subject device was tested twice. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The device was last used in a procedure on (B)(6) 2023 and last reprocessed on (B)(6) 2023. The device was reprocessed twice before microbiological testing and was quarantined without being used after a positive microbiological test result was confirmed. Additional reprocessing was performed before the device was returned to olympus. The subject device was returned to olympus for evaluation. During inspection and testing, it was noted that due to wear of angle wire, bending angle in up direction did not meet the standard value. The adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during routine microbiological testing, the colonovideoscope tested positive for an unexpected contamination several times: (B)(6) 2023 - unspecified growth. (B)(6) 2023 ¿ growth 51 colonies of pseudomonas aeruginosa and klebsiella species. (B)(6) 2023 ¿ growth 1 colony of pseudomonas aeruginosa. (B)(6) 2023 ¿ growth 16 colonies of gram-negative rods. (B)(6) 2023 ¿ growth 2 colonies of pseudomonas aeruginosa. The device was not returned to circulation for use during this testing cycle. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional microbiological testing results provided by the customer. Corrected field: b3. Updated field: b5. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.